Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a follow-up call with baxter technical services (bts), the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal cramping and fever and was hospitalized for the event. The cause of peritonitis was unknown. There was no evidence of break in sterile technique. The patient was treated with ceftin 1gram ip. On (B)(6) 2012, the patient was discharged. The patient was recovering. The nurse stated that the event of peritonitis is unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891903. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.